Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge change. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was in 275-354 mg/dl range. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.